Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012735451 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment, inverted array was observed on the spiral array segment. The pcba chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Electrical continuity test revealed an open loop on the electrode #1 wire. Microscope/x-ray imaging and testing was performed to verify the integrity of the catheter sub-components. During the inspection of the spiral array segment, an electrode wire between electrodes 2 and 3 were observed to be broken. In conclusion, the loop catheter failed the returned product inspection due to the broken electrode wire and the inverted spiral array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, electrode 1 failed after roughly 25 applications leading to electrode 1 to look stretched on the mapping system. After roughly 5 more applications, the generator began to show an "electrical system error" message. The catheter interface cable was checked along with the egm cable connections, and both were connected correctly. The catheter was then replaced, resolving the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.